Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass, a minor leak of the centrifugal pump occurred between the clear housing and separator. The device was continued to be used for the remainder of the case. Less than 10cc blood loss occurred; product was not changed out; procedure was completed successfully without delay.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available.